Event description:
General report received of an unspecified number of undocumented incidents of disconnections. It was reported that unspecified tubing sets adapters were connected to needle-free adapters and were being used to deliver unspecified volumes of unspecified solutions. After unspecified lengths of time in use, it was reported the secure lock male adapters of the tubing sets disconnected from the needle-free adapters. There were no reported adverse patient effects and no reported delays in critical therapies. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The international affiliate was contacted and information on reprocessing of the devices was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).